Event description:
It was reported that during a thoracotomy procedure, they were firing across the pulmonary vessel and the staples did not form properly. The staples appeared over formed. They had crossing legs. The area of the malformed staples was sutured. Another device was used to complete the procedure without any impact to the patient. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.